Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the internal high temperature alarm and a pre-use check failure. However, despite several reminders we didn't receive the replaced part for further investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).